Manufacturer narrative:
The insulin pump passed the currents test. The insulin pump was received with motion sensor test failure alarm during rewind due to motor excessive axial play. The insulin pump was unable to perform the basic occlusion, occlusion, unexpected restart error, self test, prime, excessive no delivery and displacement tests due to motion sensor test failure alarm. The insulin was pump had cracked case at display window corners and minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a motion sensor test failure alarm during bolus. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.